Event description:
A customer obtained erroneously elevated troponin (accu tni) results for two patients. The results were reported out of the lab and questioned by the physician as not matching the clinical presentations of the patients.the specimens were re-tested on a different instrument and obtained results were in lower clinical ranges. Exact rerun results were not supplied. Corrected reports were sent.the customer was not made aware of any injury or changes in patient treatment associated with this event.

Manufacturer narrative:
Qc was performed after the event and failed out high.customer did not report any event log messages associated with the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse replaced several hardware components. The fse noted that one allen screw wasn't seated properly for the probe's pressure sensor which was reseated. The fse ran a system check and a carryover test with good results.hardware is the root cause for this event.